Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included botulinum toxin type a (botox), carvedilol, diltiazem, duloxetine hydrochloride (cymbalta), escitalopram oxalate (lexapro) and ibuprofen (motrin). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), allergy to metals ("developed a nickel allergy"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain") and depression ("depression"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), libido decreased ("diminished libido"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vagina pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- partial hysterectomy) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, haemorrhagic anaemia and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, libido decreased, abdominal pain, migraine, back pain, allergy to metals, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, depression, abdominal pain lower, vulvovaginal pain and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhagic anaemia, headache, hypersensitivity, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 381 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-event anemia and fatigue was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), allergy to metals ("developed a nickel allergy"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain") and depression ("depression"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), libido decreased ("diminished libido"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- partial hysterectomy) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, haemorrhagic anaemia and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea, dyspareunia, libido decreased, abdominal pain, migraine, back pain, allergy to metals, hypersensitivity, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, weight increased, depression, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, haemorrhagic anaemia, headache, hypersensitivity, libido decreased, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 381 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), bladder problems or changes, urinary problems or changes, headaches, weight gain, anemia, depression, lower abdomen pain and vagina pain added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), libido decreased ("diminished libido"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain") and allergy to metals ("developed a nickel allergy"). The patient was treated with surgery (device removal procedure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, libido decreased, abdominal pain, migraine, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, libido decreased, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.